Event description:
Reportedly, the procedure was completed and when surgeon checked anastomosis, it had collapsed intraoperatively. The surgeon stated, he saw malformed staples. The surgeon had to hand sew the anastomosis.